Event description:
It was reported that the pump battery depleted too quickly. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.